Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past several months from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 serial: (B)(6) batch: 140079. Product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 183355.

Event description:
It was reported that the patients pain worsened progressively due to the ipg no longer taking a charge and required longer charging periods. The patient was also experiencing painful stimulation on a non-targeted area due to high impedances and suspected lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.